Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced app alert issues on the g6 mobile app. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.